Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522-523 mg/dl and high ketones which resulted in a hospitalization on (B)(6) 2024. Reportedly, the customer alleged the cause of the elevated bg was due to not having a continuous glucose monitoring session at the time of the event; as such, the customer was not aware of the increase in bg. Cause of elevated bg was not confirmed. The customer administered a bolus via the pump to address the high bg and received intravenous fluids of saline and insulin in hospital. The customer was released on (B)(6) 2024, with no permanent damage sustained. Additionally, no issues were identified with the cartridge, infusion set tubing, infusion set cannula or cartridge in use.